Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was unable to consistently access and display arrhythmia recall data for all tiles. When attempting to access arrhythmia recall data for any tile, the cns displayed a prolonged "data loading" message, followed by intermittent display issues and freezing. The bme had already rebooted the cns, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) was unable to consistently access and display arrhythmia recall data for all tiles. When attempting to access arrhythmia recall data for any tile, the cns displayed a prolonged "data loading" message, followed by intermittent display issues and freezing. The bme had already rebooted the cns, but the issue persisted. No patient harm was reported. Although the bme understood the unit was already end of life/end of support (eol/eos), they requested assistance. Technical support (ts) recommended shutting down the unit for 5 minutes and advised that the issue appeared to be related to the hard disk drives (hdds). During the call, ts also observed a "data request failed" message after the system displayed "data loading" for more than 10 minutes. Ts initially recommended sending the cns in for hdd replacement; however, it was confirmed that due to the unit being eol/eos, it could not be repaired. Ts advised the customer to contact their account executive (ae) to discuss replacement options. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.